Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a leak under the lh 500 hematology analyzer. Customer also stated that there was an ongoing issue with the needle bellows not draining properly. Customer was wearing proper personal protective equipment consisting of a lab coat, eye protection, and gloves at the time and there was no exposure or injury associated with the incident. No impact to patient results was attributed to this event nor was there change to patient treatment. Field service engineer (fse) was dispatched and discovered that the vacuum lines were plugged from manifold (mf7) to the waste chamber. Fse flushed the vacuum lines to the waste chamber and cleaned the waste chamber. Repair was then verified per established procedures.